Manufacturer narrative:
An event regarding infection involving an unknown knee was reported. The event was not confirmed method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant   product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: a memo provided by a principal microbiologist concluded :a microbiological assessment was completed by a principal microbiologist, stryker ireland who indicated: microbiological assessment: staphylococcus hominis has been identified as possible cause of infection of patient. Staphylococcus species like staphylococcus hominis have been considered innocuous commensals of human skin and mucous membranes but are now accepted as the leading opportunistic pathogens responsible for numerous nosocomial infections [1]. In particular, they account for 30 to 43% of joint prosthesis infections [2]. Stryker can confirm that the origin of infection cannot have been the implants used for this tka surgery. X3 plastic knee implants (x3 tibial insert) are subjected to overkill sterilization cycles demonstrating sal 10-6 at half-cycle parameters. Non-x3 plastic implants (patella) are sterilized by gamma irradiation between 25-35kgy. Metal knee implants (femoral and baseplate) are gamma-irradiated between 25-50kgy for sal 10-6. Conclusion: due to the nature of the organisms isolated ¿ susceptible to various modes of sterilization - and specifically the sterilization methodology employed by stryker, it is not probable that staphylococcus hominis could have originated from the implants. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, and the primary operative report and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient is a 73-year-old female who previously underwent right total knee replacement back in 2015. She was eventually diagnosed with an infection of her right knee and underwent irrigation and debridement, removal of components, and insertion of antibiotic spacer on (B)(6) 2020. She grew staph hominis and has completed her course of antibiotics. Labs and a right knee aspirate are negative for infection. She presents for revision/reimplantation right total knee replacement. Note: stryker implants (from 2015 surgery) explanted on (B)(6) 2020. Non-stryker components implanted on (B)(6) 2020.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient is a (B)(6)-year-old female who previously underwent right total knee replacement back in 2015. She was eventually diagnosed with an infection of her right knee and underwent irrigation and debridement, removal of components, and insertion of antibiotic spacer on (B)(6) 2020. She grew staph hominis and has completed her course of antibiotics. Labs and a right knee aspirate are negative for infection. She presents for revision/reimplantation right total knee replacement. Note: stryker implants (from 2015 surgery) explanted on (B)(6) 2020. Non-stryker components implanted on (B)(6) 2020.